Event description:
It is unknown whether the reported myocardial infarction (mi) was related to the target vessel. The investigator indicated that the reported mi was possibly related to the study stent.

Event description:
A 3.0 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the prox lad of a pt with no issue reported. However, it was reported that the pt experienced an mi one day post implant of the relevant stent. Prolonged hospitalization was required. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: (mi).